Manufacturer narrative:
Mentor received an update to the events submitted in the previous reports. The reported device information was switched between the left and right device. The proper lot and serial numbers for the patient's right-sided device has been updated on this supplemental report. Based on the updated device information, a manufacturing record evaluation (mre) was performed. No anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Additionally, the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. The method, result, and conclusions code have been updated accordingly. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with 475cc mentor smooth round moderate profile saline breast implants and experienced postoperative left-sided deflation and bilateral capsular contracture baker grade ii. The diagnosis was confirmed by physician upon examination. As a result, the patient underwent bilateral explantation on (B)(6) 2019 and replaced with 575cc mentor smooth round moderate profile saline breast implants (catalog number 3501690, left-sided serial number (B)(4), right-sided serial number (B)(4)).this report is for the patient's right-sided device.